Event description:
The physician reported a lead connection issue in the ventricular channel during the implant attempt that involved the set-screw.

Event description:
The physician reported a lead connection issue in the ventricular channel during the implant attempt that involved the set-screw.